Event description:
It was reported that during priming, one unit of prismaflex m100 set c had an external fluid leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: the actual sample was not available however, a picture and video were provided for investigation. The visual inspection of the provided video and photo observed an external fluid leak from the multi-connector of the replacement line post pump. The reported condition was verified. The cause is a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.